Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's internal components revealed that the flat-head screws connecting the compressor motor to the housing were backed out, which allowed the compressor motor to pull away from the housing. The abnormal noise was reproduced during testing, and was attributed to excessive shaking of the compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that during testing, the compressor in the companion 2 driver was much louder than other machines.